Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 20 bd ultra-fine¿ pen needles were blocked. The following information was provided by the initial reporter: needles were blocked so unable to prime. This has been happening over a period of about 6 months. He has just opened a new box and discarded the faulty needles and old box, so no batch numbers available. Has not used any needles from new box as yet.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 20 bd ultra-fine¿ pen needles were blocked. The following information was provided by the initial reporter: needles were blocked so unable to prime. This has been happening over a period of about 6 months. He has just opened a new box and discarded the faulty needles and old box, so no batch numbers available. Has not used any needles from new box as yet.